Event description:
Customer reportedly received the following results on the aviva system within 10 minutes. 219 mg/dl, 222 mg/dl, 219 mg/dl, 222 mg/dl, 223 mg/dl, 220 mg/dl, 189 mg/dl, 138 mg/dl, 109 mg/dl, 211 mg/dl, 205 mg/dl, and 73 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.